Manufacturer narrative:
Patient information is unknown. Additional classification code: hto. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device: part number: 314.743, synthes lot number: 5423185, supplier lot number: n/a, release to warehouse date: (B)(4) 2007, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator (ria) shaft broke at the tip during an unknown procedure on (B)(6) 2018. Another ria shaft was used to complete the procedure. Fragments were easily removed with no additional intervention. There was a surgical delay of 10 minutes. Surgery was completed successfully. Patient outcome is reported to be stable. This is report 1 of 1 for (B)(4).